Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head was out of specification on its uplink functional tests, and it was also noted that the upper case was damaged and that the label was taped on. The cable, upper case and label were all replaced. The head then passed final functional and systems tests and no other anomalies were found. (B)(4) .

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer's analysis. There was no patient involvement.